Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to visualization of linx device beads within the esophageal lumen. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation reported as (B)(6) 2014. Endoscopy completed (B)(6) 2015 due to dysphagia revealed a bead (titanium encased magnets) to be visible in the esophagus. The linx device was intact. Endoscopic removal of entire linx device was conducted on (B)(6) 2015. Patient condition reported as well following the explant procedure.

Manufacturer narrative:
-Addition of "p" to PMA number, -addition of (B)(4) to evaluation codes.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to visualization of linx device beads within the esophageal lumen. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure and linx device implantation reported as (B)(6) 2014. -endoscopy completed (B)(6) 2015 due to dysphagia revealed a bead (titanium encased magnets) to be visible in the esophagus. The linx device was intact. -endoscopic removal of entire linx device was conducted on (B)(6) 2015. -patient condition reported as well following the explant procedure.